Event description:
Ring broke off in surgeon's hand, while anesthetizing a pt causing the syringe to move and a needles stick injury to the surgeon. It does not appear at this point the surgeon was exposed to any known communicable diseases as a result of the needlestick.